Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out, the physician noted that the right ventricular lead exhibited an insulation anomaly. The physician elected to use medical adhesive and a suture sleeve to repair the insulation. The lead is in use with the new pulse generator. No patient symptoms were reported.